Event description:
It was reported that the pulse generator exhibited high output mode due to high autocapture threshold.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.